Manufacturer narrative:
Product ID 8731, lot# b002976n47, implanted: 2003 (B)(6), product type catheter: product ID 8578, lot# n135370, implanted: 2008 (B)(6), product type accessory. (B)(4).

Event description:
It was reported the patient experienced an increase in his usual pain. He reported that the precipitating cause of the pain was positioning at a dental appointment and during an MRI. Catheter access port (cap) contrast study was performed on (B)(6) 2012 and results were probable catheter occlusion. A surgical revision was done on (B)(6) 2012. In surgical observation it was noted there was a partial occlusion of the spinal portion of the intrathecal catheter. The spinal portion of the catheter that was partially occluded was revised/spliced, thus no product was explanted to be returned. The severity was moderate. The outcome was resolved without sequelae. The pump was delivering fentanyl, baclofen and bupivicaine.